Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Bwi concomitant products: thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134804, lot # unknown) biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: (1) MFR # 2029046-2018-01482 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2018-01483 for product code m490007 (smartablate¿ system rf generator) manufacturer's ref. No.: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula. On post-procedure day 17, the physician was notified regarding an esophageal fistula. Patient was reported to be in critical condition, pending repair. Generator was set on approximately 40 watts during ablation of the left atrial posterior wall. There is no information regarding causality. Since this adverse event will require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On 4/27/2018, additional information was received including additional patient information and event details. Additional event information indicates a (B)(6) year-old female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and a smartablate generator and suffered an esophageal fistula requiring surgical intervention. On post-procedure day 17, the physician was notified regarding an esophageal fistula. The patient was reported to be in critical condition. Patient was transferred to a different facility and received an esophageal stent. Patient required extended hospitalization as a result of the adverse event for recovery. Generator was set on approximately 40 watts during ablation of the left atrial posterior wall. Labs included creatinine of 2.8. All other labs were within normal limits. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Additionally, a smartablate pump was also reported as concomitant product. Corrections: date of this report has been corrected from 4/2/2018 to 4/4/2018. Date received by manufacturer in the initial MDR should be corrected from 4/2/2018 to 4/4/2018. Bwi concomitant products to include smartablate pump (us catalog # m490008, serial # (B)(4)). Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 7/23/2018, the serial number to the smartablate generator was confirmed to be (B)(4). Device manufacture date was updated to 6/21/2013. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, a correction is needed to remove the thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134804, lot # unknown). This is not considered a concomitant device. It is also a suspect device in the reported event, therefore, it was reported separately under MDR # 2029046-2018-01482. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula. Product evaluation details: product evaluation was not performed on the smartablate generator since service was declined by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, a correction is needed to remove the thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134804, lot # unknown). This is not considered a concomitant device. It is also a suspect device in the reported event, therefore, it was reported separately under MDR # 2029046-2018-01482. Manufacturer's ref # (B)(4).